Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data contained test measurements performed on the (B)(6) 2020 and the (B)(6) 2021. The measured pacing threshold on the (B)(6) 2020 was 0.75 v @ 0.5 ms. On the (B)(6) 2021 the pacing threshold was measured 2 v @ 0.5 ms as reported in the complaint description. The rv coil continuity values did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 98 months, an increasing threshold on the vd lead was observed during an follow-up. Lead remains implanted.